Event description:
Information received does not address the patient's clinical status but notes that the device was pacing at 70 ppm in the unipolar configuration, although it was not previously pro- grammed this way. During attempts to program the rate, dashes (---) appeared on the screen and programming was no longer possible. The measured battery data was 2.37v and 21 kohms. The patient received at least 2 shocks from his ICD. The device was programmed to bipolar, 50 ppm.